Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the button spun off the small battery drive device. There was a fifteen minute delay to the surgical procedure. A spare device was not available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head was not attached. Therefore, the reported condition was confirmed. It was further determined that there was corrosion on internal components. The assignable root cause was determined to be due loctite degradation from use and improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.